Manufacturer narrative:
The customer's complaint that the tubing separated and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that fluid was leaking out of the bottom of the pump during an infusion. The tubing was immediately clamped and the pump turned off. When the pump module door was opened, it was noted that the tubing had separated at the lower fitment. The patient was sent back to the emergency room from radiology with the tubing clamped, and experienced a drop in blood pressure which stabilized once the infusion was restarted. There was no report of lasting effect to the patient.